Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se after a peripheral interventional procedure. Reportedly, resistance was felt when advancing the thumb advancer. In accordance with the instructions for use, the access ports were used to facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance felt when advancing the thumb advancer was confirmed. The flex guide was carved at the distal end. Flex guide carving would create resistance to advancing the thumb advancer. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.